Event description:
It was reported that the patient presented for in clinic follow up. Upon device interrogation, the implantable cardioverter defibrillator (ICD) was found in backup mode. Telemetry issues were noted as well between the device and transmitter. Programming changes were performed to reset the device. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.